Event description:
A ventilator was returned to the manufacturer for service due to a button not responding on the setting change screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that a connector on the display interface board was broken. The device¿s display interface board was replaced, but the issue was not resolved. The display was replaced and the issue was resolved.